Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result of 264 mg/dl on the aviva system and he took an unknown type and amount of insulin. Around 15 minutes later, the patient was feeling dizzy and his blood glucose result was 54 mg/dl. The patient called the emergency service and he was taken to the hospital. The blood glucose results at the hospital were not provided and the patient was treated with glucagon. It is unknown how long the patient was in the hospital, but he did not stay long. Return of the suspect device was requested for evaluation.